Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was not permeable to air even though pressure would build under the valve. Inspection and testing of the returned device found that the channel was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that watertightness was lost due to deformation of the suction cover, the flexibility adjustment ring was worn, the grip was scratched, the switch box had a dent, the suction cylinder was discolored, the right/left knob was scratched, the up/down knob was scratched, the distal end cover was cracked and the insulation was out of standard, air supply did not meet the standard value due to clogging of the air/water tube, the distal end cover was cracked, the nozzle was clogged, the light guide lens was cracked, the connecting tube was stained, the connecting tube was cut, and the universal cord had the coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed or damaged. Three attempts were performed to obtain additional information regarding the user's reprocessing and handling, but no response was received from the customer. Olympus will continue to monitor field performance for this device.